Manufacturer narrative:
The insulin pump was received with torn keypad overlay and missing up and down arrow dome switches. Analysis was able to perform displacement and prime/ compromised force sensor test due to keypad anomaly. The insulin pump was received with cracked case at display window corners, scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly and damage. The blood glucose at the time of the incident was 153 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.